Event description:
It was reported the pt is experiencing a persistent burning at the ipg site. The sensation is said to occur when stimulation is in use and is not affected by charging. The burning sensation reportedly subsides when the stimulator is turned off. A diagnostic test found no issues with respect to impedance. Surgical intervention was undertaken to replace the pt's ipg.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.